Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and microscopically. Damage to the jacket of the wire was identified, however, the cause of the damage could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that during an interventional procedure, the outer coating began to come off the wire during a catheter exchange. The wire was removed from this patient without fb introduction. No additional procedures were necessary to prevent permanent impairment to the patient.